Event description:
Reporter alleged the patient obtained discrepant blood glucose of about 30 mg/dl back to back with an approximate result of 100-110 mg/dl when testing was performed less than 10 minutes apart on the voicemate system. Reporter indicated the patient was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.